Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the patient went into sinus arrest. After ablation in of the atrial tachycardia and successful termination, the patient went into sinus arrest. A pacemaker was implanted to stabilize the patient and the procedure was completed. The patient is currently in stable condition and has been discharged. There were no performance issues with any abbott devices.